Event description:
It was reported that the physician could not achieve a stable placement with the left ventricular (lv) lead. Since the lv lead would not hold position the physician determined it was the incorrect lead selection "for the job." A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).